Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage. The front panel bezel is damaged and the pump door cover is cracked. The cycler underwent and passed a touch screen test, voltage check, valve actuation test, and system air leak test. A post- accelerated stress test 2-hour 15-minute 8500 ml simulated treatment was performed and completed with no problems or failures. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the screen of a patient¿s liberty select cycler received a pressure leak alarm in drain 0 of 6 during their peritoneal dialysis (pd) treatment. The patient stated that a loud ¿pop¿ noise was made, there was smoke and the cycler alarmed with a distorted screen. The power cord was properly connected in both ends and cycler plugged directly into a three prong wall outlet that was shared. The patient tried using another outlet, however the screen remained distorted. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option, manuals was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that the replacement cycler was received and he is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler was returned to the manufacturer for physical evaluation.